Event description:
The pt had previous CABG to the lad. The lesion being treated was over a very long segment of disease in the circumflex/marginal. The lesion was predilated and another company's stent was successfully deployed. After post-dilation with another company's balloon, a small dissection was found at the distal end of this stent and an attempt was made to deploy a 2.25 x 08 mm minivision, but was unable to fully reach the dissection distal to the first stent. The minivision was removed and post-dilation of the distal portion of the first stent was performed. Another attempt was made to deploy the minivision over the dissection and still could not fully reach the dissection. During this attempt, the guide backed out of the left main artery and a portion of the bmw universal guide wire looped around in the aorta with the minivision catheter on it. Another attempt was made to pull the mini-vision and bmw guide wire back into the guiding catheter; however, the stent dislodged in the proximal lad. Initially it was believed that the minivision had lodged in the end of the guiding catheter and upon injection of contrast pushed the stent into the proximal lad. The undeployed stent was left in the proximal lad.